Event description:
Data was evaluated. A review of performance data shows that the patient's always sound feature was enabled at the time of the incident. The patient's low alert was set to 80 mg/dl, however the urgent low soon was disabled. The urgent low alert is fixed at 55 mg/dl. On 12/18/2024 at 12:43 am the patient crossed their low threshold and received an alert at 0 percent volume. At 12:48 am the patient received their second low alert at 50 percent volume. The low alert was acknowledged a couple seconds later. Between 12:48 am and 4:43 am the patient remained in low values between 77 - 56 mg/dl. At 4:48 am the patient received urgent low alert at 0 % volume, but was immediately acknowledged. At 4:53 am the urgent low alert cleared and the patient's (estimated glucose values) egv values started rising. From 4:58 am to 10:33 pm it appears to be normal usage for the patient. Between 10:38 - 11:58 pm the patient's egv's drastically fall from 392 - 96 mg/dl, however the patient's fall alarm is disabled. On 12/19/2023 at 12:08 am the patient receives a low alert at 0 percent volume. At 12:13 and 12:18 the patient received low alerts at 50 and 100 percent. At 12:23 the patient clears the urgent low threshold and receives his first urgent low alert at 0 percent volume. The patient is then alerted at 12:28 am and 12:33 am at 50 percent and 100 percent volume. The urgent low is acknowledged at 12:34. After the 30 minute snooze and the patient hasn't cleared the urgent low threshold, they are re-alerted at 1:03 am at 0 percent volume with an urgent low alert. The patient receives another urgent low alert at 50 percent at 1:08 am until continuously getting alerted urgent low from 1:13 to 1:33 am at 100 percent volume. At 1:38 am the urgent low alert cleared with an egv of 98 mg/dl. Data investigation could not confirm no audio output on 12/18/2023 12/19/2023. The probable cause of the reported event could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that no audio output occurred. The patient experienced a seizure. The patient states she was not aware her blood glucose was low because her display device did not provide any alerts. The patient¿s husband called emergency medical services (ems). Once ems arrived, the patient¿s bg meter reading was 25 mg/dl while the cgm was reading low mg/dl (but not alerting). The patient was treated with a glucagon injection and transported to the hospital. The patient was discharged home the same day. The patient was doing fine at the time of report, but mentioned being unsure if she had a fractured shoulder (it is unknown if this was related to this event or not). Data was received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.